Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated in incident evaluation form: staff members starting to unhook the sling from the lift when her attention was distracted. She then pulled the maxi lift from the bed before she finished unhooking all the sling clips from the lift. The resident then fell to the floor. The account is still doing their investigation. Outcome: the full details are unknown at this time. There was a laceration to the scalp and a back injury. Patient is going to have surgery. An arjo investigator has examined the device and found that the lift was in good condition there was not any signs of misuse. The sling was in good condition. Did not notice any wear, tears or modifications. All functions were up to specs. Additional comments from facility personnel: the nursing director states that there was no fault with the arjo equipment. The incident was a result of a staff error.